Event description:
It was reported that the patient could not break the packet of magic 3 go male external catheters and the patient threw it away. Patient received samples from the doctor¿s office. Per customer information received via phone on 06jan2022, the lubricant packet did not have enough lubricant. Customer stated that it happened once and no longer required the use of intermittent catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient could not break the packet of magic 3 go male external catheters and the patient threw it away. Patient received samples from the doctor¿s office. Per customer information received via phone on (B)(6)2022, the lubricant packet did not have enough lubricant. Customer stated that it happened once and no longer required the use of intermittent catheters.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "air in lines". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient could not break the packet of magic 3 go male external catheters and the patient threw it away. Patient received samples from the doctor¿s office. Per customer information received via phone on 06jan2022, the lubricant packet did not have enough lubricant. Customer stated that it happened once and no longer required the use of intermittent catheters.